Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent implanted distal to an already implanted stent. Evaluation summary: analysis of the returned product noted blood visible on the shaft, stent implant and balloon. There was contrast on the shaft, stent implant and in the inflation lumen and balloon. The stent implant had dislodged from the balloon and was returned, confirming the reported information. The first and second rows of distal struts were mangled. The third, forth and fifth rows of distal struts were slightly flattened. There was one bent and one flared strut in the first row of proximal struts. There was a green substance similar to teflon wrapped in and on the stent implant. Crimp marks were visible on the loosely folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The tip length was measured and met manufacturing criteria. The stent implant outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. In this case, it is likely that interaction with the previously implanted stent contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy and deployed stent during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the previously implanted stent during retraction would have then led to the stent dislodgement. The dislodged stent was able to be removed from the patient anatomy on the sds and guide wire, which likely contributed to the noted stent damage and noted green substance which is similar to the teflon used on guide wires. It should be noted the xience v instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that a xience 3.0 x 12 mm was placed in an ostial 1st diagonal lesion. The xience 3.5 x 08 mm was then attempted to be crossed through the freshly deployed xience 3.0 x 12 mm. It failed to cross the implanted stent, and during retraction, it encountered resistance with the implanted stent and subsequently dislodged. The dislodged stent was able to be removed on the stent delivery system as a unit with the guide wire and the guiding catheter. Another xience 3.5 x 08 mm was placed successfully. No patient effects were reported. No additional information was provided.